Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed to open. A field service engineer removed the blocked medications from the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.